Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit cannot be started and rfu indicator displays a red x. There was no reported adverse patient impact.

Event description:
The customer reported the unit cannot be started and rfu indicator displays a red x. There was no reported patient involvement.